Manufacturer narrative:
(B)(4). Only event year is known: 2017. (B)(4). Device analysis: the ec60 device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded on the device. The cartridge reload was received unfired. Additionally, the one piece sled was found to be broken in the area that interacts with the knife, making the reload non-functional. This is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. The functional test demonstrated that the staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. After further analysis it was notice that the top of the one piece sled rails was deform. This is consistent with high (outside indicated use) staple forming forces, however there is insufficient evidence to determine the cause of the higher loads. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lap sigma, did not fire at all.